Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited low pacing impedance and suspected to have insulation damage. The lead revision was discussed but not made. The patient was stable in condition.